Event description:
The customer recently converted from a different infusion pump technology that does not require a head height differential for secondary infusion delivery. They inquired about the possibility of having a clamp on the primary set to prevent flow from the primary bag while a secondary infusion is in progress because they have experienced secondary infusions running longer than expected and they attribute the problem to concurrent flow from the primary bag. No details of any specific patient events have been received. No harm has been reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.